Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitoring report showed that there was a lead polarity switch approximately five months ago and the lead has been pacing and sensing in unipolar. It was also reported there were multiple low impedance values and two ventricular high rate episodes that show noise and oversensing in unipolar. The lead was explanted and replaced. No patient complications were reported as a result of this event.